Event description:
It was reported that during initial insertion into the sheath, resistance was met and the stent delivery system could not be inserted. The device was removed and further examination showed the stent was exposed. It was not known if it occurred during device preparation or the insertion. The device was not used in the anatomy.a second device was used in the procedure without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned with blood on the shaft and on the stent implant, consistent with handling or partial insertion into the sheath. The stent implant was returned dislodged from the sess. There was no damage noted to the stent implant. The distal outer tube was not retracted and was located at the tip. There was a kink in the shaft at the proximal end of the strain relief tubing. There was no other damage noted to the ses. The tuohy borst valve was in the locked position. The sheath used during the procedure was not returned. Potential factors for difficulty inserting an xpert into the delivery sheath may include, but are not limited to, undersized sheath selected, damage to the sheath or damage to the xpert. In this case, the size and/or brand of the sheath were not reported. It may be possible that an undersized sheath was used causing the resistance. It is likely that the resistance reported during the attempts to insert the device caused the stent to partially deploy. Additionally, it is likely that additional handling during packaging for return to abbott vascular caused the kink to the shaft and stent to fully deploy. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected for damage during the manufacturing process.